Manufacturer narrative:
Serial numbers continued: (B)(4). The investigations found for 1 of the events that neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined. The investigations found for 1 of the events that the investigation could not identify a product problem. The cause of the event could not be determined. The investigations found for 1 of the events that the issue was resolved by changing the rinse tubing. The investigations found for 3 of the events that the field engineering specialist service activities resolved the issue. There were no further issues following the service visit. The investigations found for 1 of the events that a probe was mis-aligned. The investigations found for 1 of the events that a nozzle on the rinse station was completely blocked with absorbent tissue and some nozzle clips were out of position. A cell blank failed due to the tissue being forced to the bottom of a cuvette. The investigations found for 1 of the events that the fluidics system was mis-adjusted. The rinse level was elevated, intermittently overflowing to an adjacent reaction cell. The investigations found for 1 of the events that a rinse station nozzle was damaged. The investigation for 1 of the events is ongoing. The follow up actions for 1 of the events were that the fes replaced cell rinse tubing, cleaned the cell rinse nozzles, cleaned a solenoid valve, and replaced vacuum diaphragms. He checked the wash levels and for any leaks. All checks were acceptable. The follow up actions for 1 of the events was that the nozzle was replaced. The wash levels and pump pressure were adjusted. Controls and precision studies were ok. There were no further issues after these actions. The follow up actions for 1 of the events was that the rinse level was adjusted. Cell evacuation, probe adjustments, rinse bath adjustments, external washing, and pressures were confirmed. Quality controls were tested and within range. Precision studies were performed. The follow up actions for 1 of the events was that 2 cuvette segments were replaced and an additional cell blank was performed. There were no abnormal cells. Calibration and controls were successful. The follow up actions for 1 of the events was that probe alignments were performed and the gear pump pressure was adjusted to specifications. Rinse mechanism dispense volumes were verified to be correct. The customer ran controls successfully. The follow up actions for 1 of the events was that the field engineering specialist determined that the root cause was due to worn rinse tubing. He replaced the worn tubing. The follow up actions for 1 of the events was that the field engineering specialist found some contaminated tubing which required cleaning. He found a blocked rinse nozzle and a contaminated waste vessel on top of a solenoid valve. He replaced a vacuum nozzle on the rinse unit. He replaced the check valve and fixed some damaged tubing. The follow up actions for 1 of the events was that the rinse tubing was changed. There were no follow up actions for 3 of the events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 11 malfunction events. Questionable low results were generated by the cobas 8000 c 702 module. The events involved a total of at least 13 patients with the following: at least 2 of an unspecified number of questionable results for ca2 calcium gen.2. 1 questionable result for tp2 total protein gen.2. 1 questionable result for phos2 phosphate (inorganic) ver.2. At least 3 of an unspecified number of questionable results for ureal urea/bun. 1 questionable result for albumin. 2 questionable results for creatinine. 1 questionable result for ck creatine kinase. 2 questionable results for alp2 alkaline phosphatase acc. To ifcc gen.2. 1 questionable result for chol2 cholesterol gen.2. The patients' ages ranged from 7 to 54 years. The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There was 1 female and 2 males. The other patients' genders were requested, but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.

Manufacturer narrative:
For the pending event, the investigation did not identify a product problem. The cause of the event could not be determined.